Event description:
The customer stated that he tested his blood glucose using a contour meter and an elite meter. The contour meter read in the 300's (mg/dl), while the elite read 160 mg/dl. If the contour meter read 319 mg/dl or higher, the difference between the meter readings would fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. The customer also insisted the meter be replaced. Replacement products were sent to the customer.